Event description:
Complainant alleged that during the incoming inspection of the product, the device's pulse width was found to be out of the specified tolerance for the selected setting. The complainant indicated that there was no pt involvement in the reported failure.